Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies and successfully resumed insulin therapy. Reportedly the customer is wearing the cartridge for longer than 48 hours with humalog insulin. Tandem technical support (cts) informed customer that wearing the cartridge for longer than 48 hours with humalog insulin. Is off label per the user guide. Customer¿s blood glucose (bg) was "high"; although specific value was not provided. Elevated blood glucose levels were addressed by correction bolus via the pump, and manual insulin injection. Ultimately, the customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Change your cartridge every 48¿72 hours as recommended by your healthcare provider.